Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached needle that occurred on (B)(6) 2015. Patient stated that needle was not the same one that was used to insert the sensor as it was still visible inside the applicator but rather a secondary, lose needle that was floating inside the packaging. At the time of contact, no injury or medical intervention was reported.